Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 3. Details of surgery: ridge augmentation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis, pain and mobility. No further patient complications were reported.